Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was a setscrew problem with the implantable pulse generator (ipg). The device was explanted and replaced. No patient complications have been reported as a result of this event.